Manufacturer narrative:
One device was returned for analysis of a control key switch background (bgnd) test complaint. Review of service history found no recent service history. Review of event log found control key switch bgnd test. Confirmed and duplicated complaint by reviewing the alarm history and running a diagnostics test on the keypad. It was found the alarm silence button was malfunctioning. Replaced keypad overlay. Pump passed all functional testing. No other issues found.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the control key switch bgnd test.